Event description:
Patient having runs of vtach, the monitor didn't alarm at all. The patient was ok and had no symptoms. The event happened at 14:02pm. Staff reported that central station did not sound audible alarms or indicate a visual alert. Staff reported that there were alarms at 13:27pm on the same patient that did not sound. We could not find any evidence of an alert- and there was nothing in the audit log about an alarm. This was not able to be reproduced by ce. No further similar issues reported. The unit educator measured the time the patient was on vtach and it was 24 seconds without alarming or transmitting the alarms. The philips algorithm did not interpret this event as an alarm should have identified an alarm.